Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 year and 4 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully. The patient originally had competitor's components and was revised to medacta.

Manufacturer narrative:
Batch review performed on 24 october 2022: lot 1907586: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-sep-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.